Event description:
It was reported that prior to implant, measured data of the still boxed pulse generator was 2.72 v, 6 ua, and 4.6 kohms with an estimated remaining longevity of 3.25 years. Due to high battery impedance, the device was not used.

Manufacturer narrative:
Na